Manufacturer narrative:
No eval. Clinic name and device identifier not provided.

Event description:
A report was received from FDA through the voluntary medwatch program (B)(4) from a lasik pt, reporting the following experience: the pt underwent lasik with the visx star 4 laser with intralase. Now has substantial night vision disability that is getting progressively worse. Pt reports that they were never a good candidate for the procedure. The pt states that the FDA's only contraindication for the procedure is not to leave a corneal residual bed less than 250 microns. The pt started with a 500 micron cornea and had a -8.00 diopter correction that left about a 280 micron corneal bed. The treating surgeon and 2nd opinion don't event want to try an enhancement via lasik but via an unk treatment which risks corneal haze because of the thinness of the cornea. The pt's pre-op pupil size was 8mm with the correction needed and their pupil size, night vision disability was guaranteed. The visx laser is only approved for an optical treatment zone of 6mm with an 8mm blend. The pt states that the surgeons make you sign a huge consent form that guards them against litigation but they otherwise truly fail to inform the pt of their risks. The FDA must have more stringent criteria for the indications of this procedure. This is an elective procedure but truly medical procedure. This is being treated like a cosmetic procedure. There are too many eye disorders that are being created by the over-indicating high risk pts. The public needs to be protected. The pt indicated that they are a physician and surgeon. Pt stated that they know it does not matter what is posted on your web site with regard to risks. Even relatively safe procedure can be risky if performed on the wrong pt. Pt selection is crucial. The criteria for undergoing lasik needs to be more stringent with regard to pt selection. Moreover, the FDA is too focused on visual acuity with regard to evaluating success. There are many more facets to good vision than acuity. Contrast sensitivity at night and night vision are important aspects of overall vision.